Manufacturer narrative:
Evaluation summary the endoscope was received on 28-sep-2023. As per the inspection, it was found that the auxiliary/forward water jet channel was clogged. Based on the reported content, it was determined that the cause of intestinal mucosal damage was that the cross-sectional area of the water jet channel was reduced due to clogging, which accelerated the flow velocity. The forward water jet was cleaned properly by the expert technician and as per the manufacturer's repair procedure. Upon cleaning, all quality tests were completed and passed. The endoscope was returned on 02-oct-2023. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured by pentax medical miyagi on 17-apr-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 17-apr-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h10

Manufacturer narrative:
This device is not distributed in us. F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 1946 laceration(s) health effect impact code: 4613 minor injury/ illness / impairment medical device problem code: 2945 free or unrestricted flow component code: 525 tube _________________ we investigated the returned endoscope and discovered that the water jet tube was clogged. Pentax medical canada performed good faith effort to gather additional information regarding this event and provided an email response on (B)(6) 2023 with the following information. -was the procedure for treatment or diagnostic purposes. Diagnostic. -was the patient recalled for further screening. No. -what is the current status of the patient. Patient is fine in fact, the jet was at 50, and it cut the submucosa of the patient. No puncture, but the throw was modified and different from usual. No complications for the patient. The jet was as straight and not in a circle as usual. -pre-procedural checks and use for the product involved. Yes. -reprocessing instructions for use(IFU). Yes. -any accessory involved IFU. No. -reprocessing procedure. Automated. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. File attachments.

Event description:
Pentax canada inc. Was made aware of an event on (B)(6) 2023 involving a colonoscope, model ec38-i10nl, serial number (B)(6) used during a procedure on (B)(6) 2023. The customer reported that the water jet from their scope's auxiliary channel is too strong, which damages their patient's intestine during procedure. Several good faith effort attempts have been made with no response yet as of (B)(6) 2023. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.